Manufacturer narrative:
Hamilton medical ag reference nr.: (B)(4).

Event description:
The following was reported to hamilton medical ag: "the report from hospital say: (B)(6) 2025, the ventilator is in the functional position and the self-test has passed. During the process of intubation for the patient, the tidal volume did not reach the set range, and the patient's blood oxygen saturation did not improve significantly, which may affect the observation of the patient's condition by medical staff. Immediately replace the functional ventilator with another one, perform a self-test on the ventilator, and it can be used normally." No health consequences or impact.

Manufacturer narrative:
Investigation outcome: no device or no logfiles were provided to hamilton medical ag for investigation. According to local biomed investigation: - the problem was detected when the device was in use, and the affected device was replaced on time, thus not causing any harm to the patient. - the problem of substandard tidal volume may be a patient-side problem or a ventilator-side problem. The ventilator was fully checked and no problems were found during testing. This case is considered as closed.